Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection found the scope with a kink/bend measuring approximately 35mm from the distal end. In addition, there were cuts and puncture found on the insertion portion measuring at 15mm from the tip of the insertion tube protector unit. No metal wires were found protruding through the bending section cover and insertion tube. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the review of the instrument service history, this is the first time the scope was returned for service since purchase back on (B)(6) 2015. Based on the evaluation results, the cause of the reported event is likely attributed to insufficient maintenance of the device. The instruction manual for use contains several warning and caution statements in an effort to prevent scope damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a bronchoscopy procedure, the scope could not be removed from the endo trachea tube (ett). The patient had to be re-intubated and required additional medication and procedure to remove the scope. The patient's outcome is unknown. In addition, it was also reported that the scope tip was found bent.